Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was in the range of 300 mg/dl to 400 mg/dl and 428 mg/dl. The customer was treated with 11 units of insulin. Customer reported blood at site. Customer states the site was not actively bleeding. Customer would not like to continue troubleshooting site issue. The customer also reported that the sensor lost connection. The device will not be returned for analysis.